Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by the pump's air in line printed circuit board being disconnected from the pumphead module printed circuit board. The air in line printed circuit board was re-connected to correct this condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).